Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited a right ventricular shock impedance measurement of greater than 125 ohms. It was noted that the shock impedances had been high since the original implant. Technical services recommended to the physician further review. The lead remains in service. No adverse patient effects were reported.